Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire coating issue occurred. A 200cm, 8cm v-18¿ control wire¿ was selected for use; however, the coating of the device was noted to be "unusually fragile" and "was not properly stayed" during preparation. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated b y MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has the coil peeled. The device passes the dowel test. Also the device passes the tapichart test. Overall length was measured and was found within specification. Outside diameter (od) of the distal section is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a guidewire coating issue occurred. A 200cm, 8cm v-18 control wire was selected for use; however, the coating of the device was noted to be "unusually fragile" and "was not properly stayed" during preparation. The procedure was completed with a different device. No patient complications were reported and patient's status was good.